Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they had been hearing their pump alarm for about 2 weeks. The patient stated the pump was refilled last week and the doctor "hooked up" to the pump today and it was not showing any active alarms. The agent asked what kind of alarm the patient was hearing and the patient stated it was the multi tone alarm. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 30 mg/ml via an implantable pump for non-malignant pain. It was reported that the patient missed a refill and the reservoir was empty on (B)(6) 2024. The rep stated the pump was refilled on the 1st and the programming was updated. The rep then stated the patient went home and the pump had continued to alarm. The rep stated the patient was seen today and logs were checked and there were no new alarm logs. The rep stated the active alarm tab was present and the alarm was silenced. The agent discussed this was a known issue and mdt engineers were working on this issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after silencing the alarm manually there were no more active alarms present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.